Event description:
On 07/01/08 - the reporter alleged that this bed came to the shop with a note stating that the foot section of this bed collapsed with a patient on the bed, he stated that the foot section looks bent, the foot section is working correctly at this time. On 07/02/08 - tsr inspected the bed and found that the bed functioned properly. Tsr did not notice that footend corner bumper, the top metal mount on the foot section, was bent up, like the metal had caught on something. The reporter stated that the patient reported that he was not injured.